Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the brightness screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2230 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The brightness screen test then passed. The cycler also passed a voltage verification check. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A registered nurse (rn) contacted fresenius technical support (ts) to report that they were unable to turn on a liberty select cycler and/or the display was blank. The issue had reportedly occurred twice. There was no patient connected during the incident. The rn confirmed there were no recent power outages. The rn also confirmed the power cord was securely plugged in and this was not an outlet issue. The ok, stop, and up/down arrow keys did not light up when the cycler was powered on. In addition, there was no sound when the ok and stop keys were pressed. The ts representative advised the rn to discontinue use of the cycler. A replacement cycler was issued to the facility due to the rn being unable to turn this one on. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required as a result of the reported event. The reporting rn was unable to provide information on whether a patient was involved or not. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the facility. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.